Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar marker lumen blockage incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded and is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose at device, referenced, is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a perclose at device with a 6f sheath after an interventional endovascular procedure. Reportedly, the suture came out during suture harvesting and no knot was observed; a portion of the suture appeared to be an unwound knot. A second perclose at device was used and no pulsatile flow was seen. A 4x4 cm hematoma was observed on angiogram. The perclose at device was removed and a 6f sheath was placed. The hematoma was treated by manual reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy on pression. The physician performed a cut down to check for arterial damage, none was observed. Hemostasis was achieved by manual arterial compression. There was no . The physician is reportedly trained in the use of the perclose at device. No additional information was provided.